Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several air alarms and set not detected messages were found during the device log review which confirms the reported event. The device was received at infusystem and its repair was performed by their technical team. During set installation, set detection and air alarms were triggered which confirms the reported event. In order to solve this issue the air sensor was replaced and sent to brézins for further investigation. Nothing was found during visual inspection. The spare part was cross-tested. A drift of value to a very low level was detected and in operational mode, the bubble alarm is triggered continuously on start-up with a tubing containing water. The reported event was reproduced and was most likely due to a weakness of the components or a degradation of the bonding of the ceramics. To our knowledge this complaint was not related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Set loaded onto pump, display reads "set/air installation!!" And "close line"; other times, an "air bubble" error is displayed despite proper loading and no air in line. More information is needed to complete the investigation.